Manufacturer narrative:
Lot number - unknown due to the lot number being unknown. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 5/6 glidesheath slender leaked. There was no patient injury or medical intervention. The procedure was successful. Additional information was received on march 29, 2019. The procedure was a heart catheterization. The blood leakage was minimal; less than 250cc, and the case was continued since leakage was only minimal. The outcome was successful, and the patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.